Event description:
The customer observed a falsely depressed architect estradiol result for a patient who underwent assisted fertilization. Architect estradiol results obtained after 2 days and 4 days gestation were 900 and 980 pg/ml, respectively compared to 2800 from a reference lab (no units of measure or methodology provided). Echography confirmed the reference lab result of 2800. The falsely depressed architect estradiol results were not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction: suspect medical device manufacturer name, city and state. The incorrect manufacturer name, city and state ((B)(4)) was selected in the initial medwatch submission. Manufacturing report number 3005094123-2012-00012 was successfully submitted to report the customer's issue with the correct manufacturer name, city and state which is (B)(4). The evaluation of the customer's issue will be submitted in a follow up report to manufacturing report number 3005094123-2012-00012.